Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of 400mg/dl, with nausea, extreme drowsiness, vomiting, and symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and received phone advice from their healthcare provider, and insulin via injection. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had made changes to the basal rate. The pump history was reviewed and the basal delivery totals in total daily dose matched the active basal program totals or were as expected. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient stated the infusion set and cartridges were being stored improperly, cold insulin was administered, and the cartridge was under cycled before insertion in the pump. The patient was referred to their healthcare provider for diabetes care and management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.